Event description:
The fse stated that the gpos was not communicating with rtos. This can prevent the system from producing a live fluoroscopy imaging, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The gpos, hard drive, and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.